Event description:
The iab leaked. This was the only info at the time of the report. On 9/18/97 datascope received the following info: the iab was inserted into the pt on 8/21/97. Resistance was encountered during iab insertion. The iabp alarmed through the night after insertion. The catheter was checked and by early morning, augmentation was lost and there was no waveform. The balloon was removed and replaced. Upon inspection of the removed iab, blood was noted inside the catheter. It was rpt'd the pt went into respiratory failure and had to be intubated due to pneumonia. Event complications: unk - rpt'd 8/25/97; none - rpt'd 9/18/97. Pt current status: awaiting CABG-rpt'd 9/18.

Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.